Event description:
It was reported that pump quick bolus and wake button did not function as expected. There was no adverse impact to the customer's blood glucose level. Caller declined troubleshooting, and technical support advised customer to monitor pump and call back if problem worsened.